Event description:
Patient came in for appointment to remove cadd(continuous ambulatory delivery device) pump and deaccess port. Pump reported infusion completed. Upon removing chemo bag out of pump, kelly rn noticed there was approximately 2/3 of the medication still remaining in bag. Dr cannon was notified of incident and gave verbal order to dc(discontinued) remaining medication. Defaulty pump will be mailed back to infusystem, and infusystem member was notified.